Event description:
New information noted that the device was found in backup operation. The device was successfully restored.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited a diagnostic anomaly. The device was displaying that it was at eri even though there was battery voltage. No intervention was performed. The patient was in stable condition.